Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pocket erosion above the device and the physician elected to place the device under the muscle. The patient being thin was said to contribute to erosion. There is no allegation against the products. The patient was stable.